Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 10 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. A medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that six years and four months post-implant in a patient with a transcatheter bioprosthetic aortic valve within a medtronic surgical bioprosthetic valve, via echocardiogram (echo), estimated ejection fraction was less than 70%. Transvalvular aortic regurgitation suspected to be moderate in severity. Computed tomography (CT) angiogram showed that the internal ring measured 21mm in diameter. Mild pannus at the base of the valve (aortic unfolding 160) was observed. No hypoattenuated leaflet thickening, thrombus or paravalvular leak were noted. The non-coronary cusp was severely calcified and had severely restricted mobility. The CT coronary angiography showed no significant coronary artery stenosis. Moderate dilation of the mid ascending thoracic aorta (4.8 cm) was noted. The left ventricle ejection fraction was hyperdynamic with no evidence of left arial appendage thrombus was reported. Six years, ten months, and three days, the patient was admitted with failed valve due to severe aortic insufficiency and stenosis with functional class ii symptoms. It was reported that treatment options were discussed with the patient and the heart team to perform a redo aortic valve replacement as well as replacement of the ascending aorta, which was 4.9cm on the CT scan. During the valve explant, redo sternotomy and cardiopulmonary bypass were performed. Antegrade and retrograde cold del nido cardioplegia was administered directly into the left main and right coronary arteries and retrograde into the coronary sinus. It was reported that the patient had a rip in the right non-commissure of the left cusp of the valve causing prolapse of the sleeves with severe aortic regurgitation. Excision of the valve and implantation of a medtronic surgical valve were performed. Once the valve was explanted, a y-type annular enlargement was performed then a 27mm medtronic pericardial valve was seated easily. Echo showed that the valve was functioning well; however, mild-moderate mitral regurgitation was noted. No anatomical changes were noted. Subsequently, resection and 28mm graft replacement of the ascending aorta and hemi arch under profound hypothermia and circulatory arrest were performed. A temporary pacer wire was placed in the right ventricle. The patient was in normal sinus rhythm approximately 66 with a narrow qrs and was paced faster at 80. Good function was noted and the valve function was noted to be good with no perivalvular leak. It was noted that the patient tolerated the procedure well. Six days later, the patient was discharged. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.